Event description:
It was reported that during a 'gist' procedure, the surgeon closed down the stapler on the stomach to fire with a blue cartridge and it jammed and would not fire. They tore the tissue trying to get the stapler off and had to open to correct as a consequence. Patient has made a full recovery.

Manufacturer narrative:
(B)(4). Date sent: 08/14/2012 information anticipated, but unavailable at this time. Additional follow up: additional information received via sales rep.: on what tissue type was the device used? At what location on the tissue? Device was used on the stomach. Was it used on thick tissue? The tissue was thick. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? The surgeon said they had waited 15s. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Occurred on the first firing. During which stroke did the event occur? First firing stroke. What other color cartridges were used before and after this event? Used ours and then ended up opening to finish it. Was the cartridge correct inserted, did they hear the 'click'? Yes was buttressing material utilized? If so, which product? No buttressing used. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Very high force to fire after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. 'They tore the tissue trying to get the stapler off' was the device still articulated at this step? No. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. Unknown. Has this any impact on the patient, the surgery or the healing process? Patient made full recovery. The procedure was converted to open, what were the reasons for this? Registrar was doing procedure so felt more comfortable this way. Did the surgeon feel more comfortable to proceed this way, or were there patient conditions that made this necessary, or the difficulties with the device? Mixture of difficulties with device and easier for registrar to proceed. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Obstruction. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. Please provide the patient's sex, age and weight. Surgeon will not pass on this information. What is the current status of the patient? Patient made a full recovery.

Manufacturer narrative:
(B)(4). Incomplete; interrupted firing. The ec60a device was received for analysis with no visual non-conformances and with a green cartridge reload loaded. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing.